Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced repeated rewind requests on the insulin pump due to pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer also reported a keypad anomaly. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming alarm history, checking button responsiveness and clock advancement, confirming no exposure to high magnetic environments, and advising the customer to discontinue pump use, revert to a backup plan as instructed by their healthcare professional, and place the pump in storage mode, with arrangements for device replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No pump error 130 alarm or rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple pump error 130 alarms in the event date of 22-dec-2025 started from 00:07:33 to 12:11:12 during basal delivery. (2) pump error 43 alarms found in the pump history file/trace on 22-dec-2025 at 10:51:38 and 10:58:11. Pump was cut open to perform visual inspection and found corroded motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 130/43 alarm was confirmed due to corroded motor home switch. Keypad/button unresponsive/button error alarm not confirmed. Rewind anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.